Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have had low blood glucose of 50 mg/dl, which was treated with a glucose tablet. The customer did not troubleshoot and did not send the product back for analysis.